Event description:
It was reported that revision surgery was performed due to dislocation. Cup was explanted.

Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that it was reported that a revision of the cup and liner in this hip from south africa required revision just after implantation secondary to a ¿dislocation¿ that could not be reduced closed. No patient information has been provided for this complaint. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include device misalignment or patient anatomy. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed.